Manufacturer narrative:
The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ltv 2150 alarmed check circuit . The issue occurred during patient-use and as an intervention, were given ltv1 vents after check circuit issues on ltv2. The customer confirmed that there was no patient harm associated with the reported event.